Event description:
It was reported that during a hip procedure the seat values became inaccurate up to +/- 3mm from the reamer head after cup insertion. It was reported that there were no adverse consequences or procedural delays.

Manufacturer narrative:
The reported event of accuracy issues could not be confirmed. According to sme evaluation, depending on the user¿s target position the reported final position of the cup may have been out of tolerance by 1mm. However, no further information was provided about the target values or the actual cup position. It is possible the user was unsure about the definition of reaming and cup positioning values.

Event description:
It was reported that during a hip procedure the seat values became inaccurate up to +/- 3mm from the reamer head after cup insertion. It was reported that there were no adverse consequences or procedural delays.